Event description:
It was reported that the patient presented remotely with an implantable cardioverter defibrillator that exhibited early battery depletion. The device was replaced and the patient was stable during the procedure.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.